Event description:
It was reported that during troubleshooting for an unrelated alarm on the homechoice device, air gaps were present in the patient line. The air was observed during the priming phase of peritoneal dialysis therapy. The home patient was not connected at the time of the event. The care giver attempted to re-prime the patient line several times but the air gaps would not disappear. The care giver was advised to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.